Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurring beforehand.. It was reported that the customer experienced an elevated blood glucose (bg) level of 520 mg/dl. There was no reported assistance needed from any third party. Customer initially took no action for high blood glucose, and technical support provided pump reset instructions, assisted customer with resetting pump, confirmed malfunction did not recur, advised that pump use could continue, and instructed customer to call back if any malfunction code recurred, which caller acknowledged and understood.